Event description:
The customer informed ocd that 17 vitros nt-probnp patient sample results obtained using the vitros eciq immunodiagnostic system were reported with the unit of measure pmol/l, as configured on the instrument. The customer¿s laboratory information system displayed the same numeric values with the reporting unit of pg/ml. Therefore, lower than expected results were reported from the laboratory for the 17 patient samples. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer issued corrected results once the issue was identified. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed vitros nt-probnp results were reported from a vitros eciq immunodiagnostic system with the measuring unit of pmol/l as configured on the instrument. However, the unit of measure for the same nt-probnp results displayed at the customer¿s lis was pg/ml. The root cause was attributed to user error as the vitros eciq immunodiagnostic system was not correctly configured to report vitros nt-probnp results as pg/ml, matching the unit of measure configuration at the customer¿s lis. There was no evidence that an instrument or reagent issue contributed to the event. The vitros system performed as designed based on the vitros nt-probnp unit of measure configured on the instrument.